Manufacturer narrative:
The product has been received for analysis and analysis is ongoing. The report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited a decrease in sensing amplitude measurements. Surgical intervention was performed and during an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a decrease in sensing amplitude measurements. Surgical intervention was performed and during an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.